Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope screen goes black and no image appears, also image noise occurs and an image cannot be displayed. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found due to a cut on charged coupled device cable, the monitor shows a black screen with no image, electrical contact of video plug section is shaved, screen turns black with no image and due to damage on circuit board of video plug section, image noise occurs and an image cannot be displayed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Additional information received from the initial reporter confirmed the event was found during inspection for use. Procedure was completed with a similar device. The device was inspected before use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5 and d10. The information included in d10 and b5 was inadvertently omitted from the initial medwatch report. Correction to g2 (inadvertently selected healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that phenomenon 1 "blackout and shows no image" and phenomenon 2 "no image due to noise" are caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (integrated circuit (ic) chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event1,2 is described in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.